Event description:
Customer obtained a patient result of 68mg/dl on the accu-chek inform system and a patient lab result of 38mg/dl within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.